Event description:
It was reported that during a da vinci prostatectomy procedure, the scissors were dull and wouldn't cut on the monopolar curved scissors instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in house system for a latex cut test. The scissors did not cut cleanly through .006 of latex. The latex snagged at the scissor tips. The blade edges were not damaged but the edges exhibited wear at the tips negatively affecting cut performance. Electrical continuity testing was performed and passed. An additional observation not reported was the tube extension pad printing was removed from an area measuring .118 x .145. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found.